Manufacturer narrative:
H1: due to additional information received, the type of reportable event is no longer death, but serious injury. H6: due to additional information received, all codes indicating death and hospitalization no longer apply to this event and were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient was treated by a doctor in the emergency room. Since then, the patient had not visited the hospital, and in april, the doctor was transferred to another hospital so it was not possible to investigate. It was also stated that it was just that the patient was dealt with in the emergency room and the patient did not come to the hospital after that, and that the patient did not die.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon of an unknown drug concentration at an unknown dose rate via implanted infusion pump. It was reported that a refill was performed at another hospital; hospital where the patient visits normally). The patient was transported due to impaired consciousness. Intrathecal baclofen was being followed up at another hospital so the situation was unknown. The outcome of the adverse event was not recovered. The causal relationship of impaired consciousness was unrelated to drug, but unknown if related to the pump, catheter, programming, or procedure.

Manufacturer narrative:
B2: follow-up is being conducted for the date of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the severity classification was death. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the details regarding the model number, serial number, and implant date of the pump were not known. Regarding the patient requiring hospitalization, it was stated that the situation was that the patient was treated by the doctor in the emergency room. Since then, he had not visited the hospital and did not take consultation at the hospital. It was stated that since april, it was difficult to obtain information due to the doctor's transfer. It was stated that the product had not been removed and would not be returned because it was still in use.